Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and a low impedance alert for the right atrial lead was discovered upon interrogation of device prior to a normal generator change. Physician decided to cap and replace the lead on (B)(6) 2020. Patient condition after the procedure was stable.